Manufacturer narrative:
Investigation is still ongoing, results are not available yet.

Event description:
Reportedly, on 3-june-2025, during an interrogation, it is impossible to program patient information as the virtual keyboard is not displayed.

Manufacturer narrative:
Review of the provided files confirmed the reported event. Multiple clicks by the user are visible on the logfiles, which correspond to a keyboard not displayed. This issue is related to a known programmer bug; the most probable hypothesis is that this bug is caused by a windows issue or a hardware failure. The main origin could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, during an interrogation, it is impossible to program patient information as the virtual keyboard is not displayed.